Manufacturer narrative:
This failure mode has been previously reported per 21 cfr 803.50. As part of a retrospective review and remediation effort resulting from improvements made to max mobility's complaint handling and adverse event reporting processes, CAPA 25-008 was implemented. This MDR is being filed based on the outcome of that retrospective review. A CAPA investigation, 23-002, was opened to address this issue. When multiple processes are running on the watch's central processing unit (cpu), the application may fail unexpectedly. If this happens, the motor on the power assist device continues to run and the user may not be able to stop the device using tap gestures.

Event description:
Received report claiming while the end-user was using the smartdrive device via a bluetooth wearable (watch), the device failed to stop when given a tapping gesture. This reportedly forced the end-user to maneuver into an immovable object to stop the wheelchair. No injuries were reported to have been sustained as a result.